Event description:
It was reported that the touchscreen was unresponsive. Customer's blood glucose level was 220 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and had lantus and manual injections as alternate insulin therapy.